Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. They were able to perform the basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to the compromised force sensor system alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he received a compromised force sensor system alarm on the insulin pump. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumped. Customer stated that the drive support cap appears normal and was not pressed while the customer was connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.